Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx upn: m365sc2317500, model: sc-2317-50, serial: unknown, batch: unknown.

Event description:
It was reported that the patient experienced ineffective pain relief from their spinal cord stimulation (scs) system. The patients programming was optimized numerous times however the issue persisted. The patient underwent a procedure in which the scs system was explanted. The explanted devices will not be returned as they were discarded by the medical facility. The outcome of the event was assessed as not recovered and not resolved. Additional information was received that this is no longer considered an adverse event, and there is no further course of action. The serial number of the lead cannot be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx, upn: m365sc2317500, model: sc-2317-50, serial: unknown, batch: unknown.

Event description:
It was reported that the patient experienced ineffective pain relief from their spinal cord stimulation (scs) system. The patients system was optimized numerous times however the issue persisted. The patient underwent a procedure in which the scs system was explanted. The explanted devices will not be returned as they were discarded by the medical facility. The outcome of the event was assessed as not recovered and not resolved.